Event description:
It was reported the patient went to the ER approximately a week after he was implanted with his scs system. The patient complained of persistent leg pain with significant swelling. The patient reportedly has a history of blood clots, and is currently taking lovenox, and has a filter implanted as well as a pacemaker. In the ER the patient was advised the clot was in his lower leg, but no intervention would be taken at this time. A sjm representative met with the patient and programmed his scs system. The patient reported receiving effective stimulation coverage of his pain areas following the programming.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.